Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient experienced cardiac tamponade and hypotension. It was noted that there was difficulty noted during transseptal puncture. Ablation and re-map was then performed with another manufacturer's product. Patient then became hypotensive. A transthoracic echocardiogram was performed which confirmed a cardiac tamponade. A pericardiocentesis was performed to stabilise the patient. The procedure was completed. The physician commented that they were unsure if the transseptal puncture, ablation or mapping caused the cardiac tamponade. No further patient complications have been reported as a result of this event.